Manufacturer narrative:
Updated fields: d4, d10, g4, g7, h2, h3, h4, h6, h10. UDI: (B)(4). The device history records of ref ip1p lot 217580, sn (B)(6) were reviewed and did not reveal any anomaly that could explain the reported event. The c1cp1 probe was received inserted in its introducer ip1. The probe tip was cut, wires (anode and cathode) are visible and broken and the thread maintaining compression seal was broken. Probe appears to have been sheared. This probe was tested within specifications at time of manufacturing, as shown on the device history records. The complaint is verified, the probe is non functional because of the breakage of the wires at the level of the compression seal: the most likely cause of this breakage is an overtightening of the bolt on the compression cap. The instructions for use precise to leave a 2mm gap between the compression cap and the wings of the bolt, and are deemed adequate. Given the investigation results, no further investigation nor corrective action is deemed required

Event description:
N/a.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg. Report numbers: 9612007-2020-00011, 9612007-2020-00012, 9612007-2020-00013.

Event description:
The customer reported that even if the ip1p probe (kit containing cc1.p1 and the ip1 introducer) had been implanted for several hours, it did not provide any data on (B)(6) 2020. There was no patient injury reported. Additional information was received on 09july 2020 indicating that the device was tested with two monitors and cable before deciding to explant the probe. The device was implanted and after value was checked. Value was not checked before implantation. On 07jul2020, four monitors and cables were checked and everything worked well. However, the four monitors were late to be recalibrated. A second probe was used after the first one was defective. The second one worked well and they managed to measure oxygen (o2). The position of the probe was good as it was checked with CT scan and it was well positioned. The value of o2 measured were 0.1 or 2 and the temperature was correct.